Manufacturer narrative:
E3: occupation: rt/lab manager the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: a procedure was performed on (B)(6) 2026, and a pseudoaneurysm occurred on (B)(6) 2026 on the right groin. The procedure sheath size used was 6 french. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was initially achieved with the angio-seal. There were no concomitant devices used with the angio-seal. There was no blood loss. Multiple sticks were not performed to gain arterial access. The puncture site was not below the common femoral artery or a low stick. An ultrasound (us) was performed on (B)(6) 2026 to diagnose the pseudoaneurysm. The patient was brought down to inject thrombin; however, pseudoaneurysm had clotted off already.